Event description:
It was reported that this right atrial (ra) lead dislodged about five weeks post implant. Subsequently, this patient underwent a revision procedure whereby the ra lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.